Event description:
It was reported the lead was explanted and replaced due to high outputs and undersensing. The patient had an infection in his sinus cavity, but it was reported that the leads were not infected. There were no patient complications related to the event. A lawsuit further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", [patient] has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. [Patient] suffered these shocks and fractures without any alarm sounding from this purportedly "enhanced" monitor," and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found: distal segment returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found: distal segment returned. Other text : trueisprint fidelisimplantable tachy lead. It was reported the lead was explanted and replaced, due to high outputs and undersensing. The patient had mrsa infection in his sinus cavity, but it was reported that the leads were not infected. There were no patient complications related to the event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Output, undersensing.

Event description:
It was reported the lead was explanted and replaced due to high outputs and undersensing. The patient had mrsa infection in his sinus cavity, but it was reported that the leads were not infected. There were no patient complications related to the event.